Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for atrial pacing lead impedance greater than upper limit (2,000 ohms). The patient would continue to be monitored. No patient symptoms were reported. No additional information was available.